Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. The physician tried performing troubleshooting on the device over a few months, but it was unsuccessful. The aus device was explanted, and a new aus device was implanted. A cystoscopy was performed and confirmed there was proper coaptation and deactivation of the new device. There were no further patient complications.